Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the customer called in to report that they encountered error 23034, and the endoscopic camera manipulator (ecm) had an amber light emitting diode (led). The customer informed the technical support engineer (tse) that the set up joint (suj) was moving fine, but the ecm was not responsive, and the cannula installed led on the tiller was not on. The customer had power cycled the system twice with no success. The tse had the customer check the ecm clutch buttons, and the customer verified that they were functioning properly. The customer then informed the tse that they would convert the procedure. The procedure was converted to open surgery with no reported injury. The field service engineer (fse) provided the following additional information regarding the reported event: the system was reportedly inspected prior to use, and no issues were noted. The fse noted that the errors/issues occurred at the ¿second time docking.¿ no instruments were being used at the time of the event. The patient tolerated the open procedure well. There was no patient harm, injury or adverse outcome.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that errors 23034 and 23020 occurred when the system was powered on. The fse pressed the ¿fault override¿ button, and the errors would return. The fse performed a system hard power cycle with no success. The fse found no obvious physical damage on the endoscopic camera manipulator (ecm) light emitting diode (led) clutch. The fse noted that the ecm led clutch malfunctioned while the other two ecm armnet clutches worked fine. The ecm was defective and needed to be replaced. The fse also noted that the customer declined the system service. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Images of the system error messages were provided for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to open surgery. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.